Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.

Event description:
It was reported that "one of the prongs on the polyaxial adjustment driver broke off while advancing the screw into the patient."